Manufacturer narrative:
Patient height reported as (B)(6) centimeters. Additional patient identifier: (B)(6). Date patient pain began is not known. Additional product codes: hrs, jds. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient requested that all his hardware be removed due to pain. The original implant date was (B)(6) 2016 for a left radius and ulna fractures and a left femur fracture due to a motor vehicle accident. All the bones were healed and the hardware was removed fully intact. The surgery was successfully completed with no surgical delay. The patient was stable following surgery. This report is for one (1) 3.5mm cortex screw. This is report 9 of 11 for (B)(4).